Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 5.3 cm in diameter abdominal aortic aneurysm. Prior to evar during the placement of another manufacturer¿s vessel access closure device in the left groin the patient developed hypotension. It was reported that there was trauma/damage to the left common femoral artery/external iliac artery with retroperitoneal bleed. The physician performed a cutdown and the bleeding was controlled. The patient was given additional blood products as well as medication to correct blood pressure. Another manufacturer¿s vessel access closure device was used for the right groin. When the patient was stable the endurant stent grafts were successfully implanted without incident and final angiogram was deemed by physician to show no endoleaks. Access vessel closure was finished with another manufacturer¿s vessel access closure device on right groin, but the physician was uncertain about how the closure device worked because of lack of pulses in patient¿s right foot. A cutdown on right groin was performed and repaired right arterial access. The surgeon was then ready to move to left groin to finish repair and closure but the patient again developed hypotension requiring continued blood transfusion. An aortogram as well as retrograde angiogram were performed through left groin sheath and the physician believed there was still no rupture or endoleak. Another physician a general surgeon attempted to review an abdominal ultrasound but was unable to see much so the physicians decided to perform exploratory laparotomy. This was initially unremarkable but then some hematoma was found in retroperitoneum. The physician applied pressure with sponge sticks to a bleeding area. When the artery was exposed there was a perforated/ruptured left common iliac artery at the bifurcation of hypo that exposed the distal part of left limb and extended towards bifurcation. There was bleeding noted around graft and the physician thought that the retrograde bleeding was from lumbar artery being fed from hypogastric artery. The decision was made to remove this part of aorta and explant the endurant iliac limbs and perform aorto-bi-fem bypass. The aorta was extremely fragile and fell apart when attempting to sew to it therefore the physician elected to cut the endurant bifurcated device leaving the proximal portion in the aorta so the dacron graft could be sewed to it. An aorto-bi-fem was completed. Blood pressure was stable at end of case. The physician stated the cause of the event was related to the patient¿s anatomy, the aorta and femoral artery including the profunda were fragile and fell apart when attempting to repair them so must have contributed to rupture. Customer sent product to pathology. It was reported that the patient expired. Unknown exact cause of death. Unknown if autopsy performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.